Manufacturer narrative:
Analysis of the returned subject device partially confirmed the reported event. The programmer is able to communicate and interrogate normally with all devices, except with platinum devices. Review of the files is still ongoing; results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to interrogate devices. Another programmer was used successfully.

Event description:
Reportedly, on 4-july-2025, it is impossible to interrogate devices. Another programmer was used successfully.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the programmer is unable to interrogate devices. Programming head analysis did not reveal any issue. Review of the provided files permit to find a trace of "pop-up blocked" on the log when a platinum device is interrogated. The most probable hypothesis is that the issue was caused by several abrupt battery removing. This cause chrome configuration to be corrupted. It is recommended to reinstall the smartview version to resolve the issue. This case is retained and utilized for trend purposes.